Event description:
It was reported that atrial undersensing was noted on a remote monitoring transmission. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d1 implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).